Event description:
A user facility reported a cracked lens. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the pro met release criteria. There has been one other similar complaint reported in the lot number. Add'l info was requested on 02/29/2008 by mail. Add'l info has not been received. This report was mailed to FDA on: 03/18/2008.